Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was not delivering insulin and alarmed max fill reached. The customer¿s blood glucose level was 385 mg/dl at the time of the incident. The customer reported that the displacement test failed. Customer declined to troubleshoot for high readings. Advised the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, displacement test and rewind test. No rewind anomaly noted. Compromised forced sensor alarm during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor . Unable to perform occlusion test and excessive no delivery test due to compromised forced sensor alarm. Motor passed motor test. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.